Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. The customer's blood glucose level was not impacted. The customer was able to access the pump features after the pump was plugged into a power source. The customer was to continue to use the pump to manage diabetes.